Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's blood glucose was 462 mg/dl. Customer's mother declined to troubleshoot. She just wanted to know the status of customer's shipment. No further information reported.